Event description:
It was reported that during a pph procedure, the staples were not engaged while the knife had cut through, creating a gaping hole in the anus. The unformed staples were found at the tip of the device, just before being formed. Anorectal suturing was done to close up the hole. Extended procedural time and the patient stayed a day for observation. Anorectal anastamosis was done instead of pph.